Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus in the bile duct the operation pipe broke. The doctor twisted the device and the endoscope and withdrew them with calculus from the patient. Then, slight bleeding occurred near papilla and it was treated endoscopically. There was no report of patient injury regarding this report.

Manufacturer narrative:
Only the broke operation pipe was returned to omsc for investigation. The investigation confirmed that the operation pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the manufacturing record of the same lot. The doctor said that the calculus to be hard. Therefore, omsc considers that the condition of patient or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.